Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat a redo paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. Each time a farawave catheter was inserted into the sheath, air bubbles were seen in the flush line and side port upon aspiration of the sheath. After multiple aspirations and flushes, air was still observed. No air was seen in the patient. A new faradrive sheath was then taken, however, the same issues were seen with this sheath. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully without patient complications. The sheath is expected to return for analysis.